Manufacturer narrative:
Block b3: approximated: implant date was used as it is believed by the family that therapy was never effective. Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7103102, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7118888, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a system explant due to inadequate stimulation. The patient experienced no benefit from therapy, and dystonia symptoms remained the same. No additional adverse patient effects were reported. The location of the explanted devices is unknown.